Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issues was able to be duplicated. Service used pharmguard toolbox to reset current date and time according to customer time zone. Service also performed power up process and self-test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure and had an incorrect date and time. No adverse effects were reported.